Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the lens was noted to be scratched during preloading with confirmed no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).